Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss/ observed suture retrieval issue and subsequent treatment appears to be related circumstances of the procedure due to the plunger not fully depressed flush with the handle body during plunger deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional five proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with six proglide devices were attempted in the femoral artery via a 12fr sheath using the preclose technique prior to an abdominal aortic valvuloplasty procedure. Reportedly, the first proglide device was successfully placed. The following six proglide devices were attempted; however, when the needles were removed no sutures or the suture was loose, preventing the completion of the process. Surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.